Event description:
It was reported while using bd microlance¿3 needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: during a visit at the ophthalmologist on may 4th, a quality issue related to a bd product was reported after assembly a bd microlance needle on a non-bd luer lock prefilled syringe (filled with lucentis drug), the ophthalmologist could not prime the drug (to adjust volume for injection in the eye) as the needle seems clogged. I was told that the issue happened 3 times in a short period of time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: during a visit at the ophthalmologist on may 4th, a quality issue related to a bd product was reported after assembly a bd microlance needle on a non-bd luer lock prefilled syringe (filled with lucentis drug), the ophthalmologist could not prime the drug (to adjust volume for injection in the eye) as the needle seems clogged. I was told that the issue happened 3 times in a short period of time.

Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number 304000 and lot number 211006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Two picture samples were returned for evaluation of this issue; however, the provided images could not identify the type of defect involved. Twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were examined an no signs of clogging could be found. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. The device history record review found that all in process inspections had results in specifications and a final inspection prior to release found zero clogs.